Event description:
Customer reports needle does not retract after device has been fired while using the softclix lancet device. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.